Event description:
Facility alleges untoward patient reaction. The patient had no complaints pre diaysis. Temp. 97.8 f; blood pressure 160/80, pulse 84. One hour and 15 minutes into dialysis the patient complained of feeling cold and shivering. Temp. Was 96 f. The patient's treatment was discontinued. Dialyzer and lines were discarded and treatment was initiated using a new preproccessed dialyzer and new lines. Blood cultures were noot done. The patient was given benadryl 12.5mg IV x 2.